Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 178 mg/dl. The customer stated that they were able to rewind the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was assisted with the displacement test and it passed. The customer was assisted with manual prime and 5 unit fixed prime. The customer stated that insulin squirted out during manual prime.